Manufacturer narrative:
The user contacted customer care reporting differences between sensor glucose (sg) readings and blood glucose (bg) measurements. Review of the last 14 days of available system data prior to discontinuation of the system use in late august 2025 showed only minor sg/bg differences, consistent with the expected lag in the sensing technology. The user later reported nighttime cgm readings of approximately 404 mg/dl and 484 mg/dl, while bg meter readings were reportedly between 124-157 mg/dl. However, the system is designed not to display glucose values above 400 mg/dl and instead displays "hi," so the users reported examples could not be identified in the dms. The user did not respond to follow-up outreach and subsequently indicated that further assistance was not required, and no additional investigation was possible. B4. Date of this report 01 feb 2026. G3. Date received by the manufacturer? 01 feb 2026. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.